Event description:
Same case as MFR report #2134265-2008-00841. It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The pt had a 3.0x24mm taxus express2 drug eluting stent (des) and a 2.75x28mm taxus express2 des implanted. Three days later, both stents were found to be occluded with thrombosis. Multiple attempts to request additional info have been made; however, no additional info has been received.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record for this particular batch shows that the device met its material, assembly and product specs at the time of its release to distribution. No similar complaints have been received to date for this particular batch of devices. The most probable root cause of this defect will be documented as anticipated procedural complication, due to the likelihood that the pt anatomy or, other procedural factors contributed to the reported difficulties and, due to the lack of info implicating a root cause related to the device. A CAPA has been initiated to address this issue.